Event description:
Same case as: 2134265-2014-00838. It was reported that the a vessel dissection/ aneurysm occurred. A 1.75mm peripheral rotalink plus and a peripheral rotawire and wire-clip torquer was selected to treat the unspecified target vessel. During the procedure, it was noted that the burr looked like it jumped laterally and caused the dissection/aneurysm. It was also noted from the image that it looked like the wire could have been sub-intimal and the burr caught it. No patient complications reported and the patient's status was fine after a long inflation with a unspecified balloon.

Manufacturer narrative:
Device evaluated by manufacturer. The device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).